Manufacturer narrative:
(B)(4). Date sent: 05/23/2021. H6: health effect ¿ clinical code = gastrointestinal system (e10). Additional information received: mw#5100666 1. Could you please confirm the lot# for malfunctioned device (u5e13u or u95p4z)? U95p4z. 2. Could you please clarify if both device malfunctioned during procedure? Yes it malfunctioned towards the end of the case. 3. Could you please provide more details for "circular stapler would not release"? This is all that was provided. 4. Where within the gap setting scale was the orange indicator prior to firing? This was the only one I¿m unsure on. 5. What confirmation was received that the device was fully fired? Normal noise was heard when stapler was released. 6. Did the device staple? Not fully, as it was still connected to skin and we ended up going open surgically to get removed. 7. Was the staple line complete? No. 8. Were there any staples missing from the staple line? No. 9. What was the shape of the staples (b-formation, irregular, legs straight)? 10. Were the staples deployed into the tissue? Yes, per fa stapler was connected from both sides to help create anastomosis. 11. Were the staples seen in the surgical field? No. 12. Did the device cut? Yes, but would not release from the tissue to remove device. 13. Was the cut line fully circumferential around the target tissue? Does not sound like it. 14. If the device fully cut, were both tissue donuts present? Yes and were collected with the device that was sent off. 15. If the device fully cut, were both donuts complete? Donuts where left on the device unsure if they were incomplete. 16. Could you please clarify if there was any difficult removing the device? If yes please provide more details how device was removed there was difficulty removing the device. They ended up changing from robotic case to open abdomen case to remove the section of bowel the device was connected to. After the section was removed the patient ended up needing to have an colostomy placed as there was not enough bowel left to create anastomosis. 17. How many counter-clockwise revolutions were used to open the device? 2. 18. How was it confirmed that the anvil was free from the tissue prior to removing? Unable to remove from tissue. 19. After firing was the adjusting knob turned ½ to ¾ revolutions? Yes. 20. Was the device rotated 90 degrees in both directions to ensure the anvil was free from the tissue? Yes. 21. Who fired the device? Physician. 22. Who removed the device? Physician. 23. Was the safety reset prior to removal? 24. What was the users experience with the device? Current bsa cst-fa who has used this device often with the guidance of our md; (B)(6). Is also familiar with device. H11: corrected data = b1, b2, h1. Based on additional information received (please ref. H10, question #16) b1, b2 and h1 has been updated.

Manufacturer narrative:
(B)(4). Batch # unk. Please see attached user facility medwatch. No number was provided. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformances were identified. Additional information received: the physician fired and removed the device. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported per user facility medwatch form, no number provided. It was reported that during an unknown procedure, "echelon circular stapler would not release." There were no patient consequences reported.